Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) was alarming and would't shut off, also had burning smell. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4,e1(event site mail), d9 device available for evaluation and date return to manufacture, g3,g6,h2,h3,h6(type of investigation, component code, investigation findings,conclusion),h11. Corrected field: e1 initial reporter name, e3, h4 should be empty a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The burning smell was not confirmed. The fse replaced the power management board. The fse confirmed that the batteries were charging and that the unit functioned on dc power. The fse observed an odd noise emitting from the compressor. The fse replaced the scroll compressor and the <100 micron muffler after discovering contaminants within the compressor and filter. The unit passed all performance and safety tests according to factory specifications. The iabp was returned to the customer. The parts were received with a reported unit failure of alarming and wont shut off, for the power management board, and contaminants within the compressor for the compressor. The failure analysis and testing dept. Performed a visual inspection and found part number, power management, rohs in good condition. Compressor had contaminants in the pressure port of the compressor. This is called tip seal. Because of the tip seal in the pressure port , the fat cannot investigate the compressor any further due to posible damage to the cardiosave. The fat dept. Installed pcb, power management, rohs into the cardiosave test fixture and tested the board to factory specifications. When the fat dept, applied ac to the cardiosave console, the unit turned on without pressing the on/off switch. Also, the unit cannot be turned off. The fat dept. Confirmed the complaint that the unit could not be turned off. Sending pcb, power management, rohs to the supplier per procedure number. Retaining compressor, scroll in the fat dept. Failure analysis received from the supplier for the part. They stated the part has a defective q31, q33, and q35. Root cause for this part is due to the defective components. Retaining the part in the failure analysis and testing department per procedure. Root cause 1 ¿ there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit. Root cause 2 ¿ the tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.